Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the doctor was using the device to staple the ureter and renal artery. After successfully stapling the ureter the stapler was handed to the scrub tech with the jaws closed. The tech attempted to open the jaws with the gray button. After multiple attempts to open the jaw with no success a second stapler was tried and successfully used to staple the renal vein. No patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one pve35a device (a) was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.